Manufacturer narrative:
H2: additional information was received. Section a, b3, and b5 have been updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. There was a delay of less than one hour.

Manufacturer narrative:
The system was serviced in the field and was performing as intended. No failures were found. It was noted that the user stated the 3d scan terminated at around 60% then stopped and disappeared. The scan did not save and no error messaged were displayed. A review of the logs determined that the rt released the hand control button for a half of a second and then pressed it again. Five scans were able to be completed without issue. Codes 10, 213 and 19 are applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used during a sacroiliac and thoracolumbar procedure. It was reported that while taking a spin, the system stopped spinning. There were no error messages. The radiologic technician (rt) thought that she was holding the button down the entire time. It was unknown if there was a delay. There was no impact to the patient.